Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was wearing the infusion set for 3 days, and is re-using insulin. Tandem clinical support informed customer that wearing the infusion set for 3 days, and re-using insulin, is off label per the tandem user guide. Customer's blood glucose level was 220 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).